Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated pacemaker experienced premature ventricular contractions (pvcs) followed by drops and spikes in heart rate. The patient reported feeling dizzy and the caller, an emergency medical services provider, stated that they would take the patient to the hospital. No syncope was reported. No additional adverse patient effects were reported. This lead remains in service.